Event description:
It was reported that following a lap adjustable band procedure, the pt developed a post op port site infection. The pt had the product implanted in 2008. At the time of surgery, the pt received prophylactic antibiotic. The wound status at the time of discharge was okay and there was no wound drainage. The pt was seen at approx 20 days later with drainage from the port site. No culture was done. The pt was treated with keflex. The wound was clear about 37 days later. No other pt complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.